Manufacturer narrative:
B4: (B)(6) 2021. The biomedical engineer completed testing and was unable to identify any problems with the unit. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received from the customer provides that this issue was caused by user error in setting up the patient circuit/patient mask.

Manufacturer narrative:
Date of report:06may2021. The device was in clinical use, providing therapy at the time of the event reported. No adverse outcome was reported, and the patient was moved onto another ventilator. No harm or injury has been indicated or alleged.

Event description:
The customer was unable to take volume measurements on the unit. The device was in clinical use, providing therapy at the time of the event reported. No adverse outcome was reported, and the patient was moved onto another ventilator. No harm or injury has been indicated or alleged. The philips service engineer (rse) remotely evaluated the device. Upon further inspection and review of the device, the biomedical engineer (biomed) reported the v60 volumes went to zero while on a patient. The biomed had checked the significant event log but was only able to locate patient disconnects and low tidal volume alarms. The biomed has connected v60 to bi-pap test connector, and the unit worked for a while, and then the volumes dropped. The biomed tested v60 with whisper swivel and lung for testing volume functionality. The biomed reported that the unit worked correctly for 10 minutes. The biomed completed v60 performance verification testing and allowed the v60 to run overnight. The unit was functionally tested and successfully passed all testing.